Event description:
It was reported that one day post implant a large right pneumothorax was discovered. A chest tube was placed. The following day the patient had pericardial tamponade. Fluid was aspirated from the pericardial space. Three days later, a second right-sided chest tube was placed due to residual pneumothorax. The lead was removed and replaced due to perforation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).